Event description:
It was reported that customers catheter placement process, leakage during pre-filling of the catheter, discovery of trachoma in the catheter. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split along the catheter is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned catheter. A functional test of infusing water into the catheter through the stylet using a 12 ml syringe revealed a leak just proximal to the distal valve. A microscopic observation of the catheter showed a longitudinal split just proximal to the distal valve. The split appeared to be uneven with sharp fracture edges. The catheter was cut longitudinally to observe the inside of the catheter at the split site. It was observed that the inside of the catheter had a braided impression along either end of the longitudinal split revealing damage caused by the stylet. The complaint of a leaking catheter is confirmed and was determined to be related to stylet damage. Such damage may occur if the stylet is manipulated prior to flushing and if the stylet is manipulated while the catheter is constrained. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that customers catheter placement process, leakage during pre-filling of the catheter, discovery of trachoma in the catheter. No other information provided, at this time.